Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the rotary valve was leaking and replaced it. The cse aligned the pumps and calibrated the electrolytes. The cse ran quality controls and re-ran the patient samples, which were acceptable. The cause of the discordant, falsely low sodium results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on four patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were rerun on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.